Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient began the trial two days prior to the report. The night prior to the report the white tube came loose from the wire where it was externalized and she woke up totally wet from urine. The patient stated that all the wires needed to be taped up out of the way. The patient had other issues as well that she wanted to discuss with the manufacturer representative about, but she had not heard back. At the time of the report the patient could feel the stimulation and turned up the setting. The patient later reported that the wires were coming out from her incision, the symptoms were getting worse, and she was going to urgent care. Any intervention and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.